Manufacturer narrative:
Innovative health llc became aware on 9-jan-2024 of a reprocessed polaris x steerable diagnostic ep catheter from sacred heart medical center at riverbend reported to have a broken tip and an exposed wire. A review of the process control record was performed and no anomalies were noted. The device passed all inspection criteria at the time of manufacturing. Innovative health received the device for evaluation on 12-jan-2024. Upon investigation, the device tip was confirmed to be deformed and the flat spring wire exposed. The entire device was returned and no missing pieces were noted. Upon evaluation of the complaint device, the steering mechanism operated as intended. The device was able to be deflected and maintain its deflection. Additional information was obtained on 22-jan-2024 from the account and no injury or complications were reported as a result of the event.

Event description:
The device was reported to have a broken tip and an exposed wire. No injuries were reported.